Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performer and the pump passed all testing. The customer's stated problem was not verified. During investigation, testing was performed by running the pump for two hours and no problem occurred. The event log didn't showed sign of air in line. Further investigation of the pump was unable to duplicate stated problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited an "air in line" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.